Event description:
Simon-nitinol filter legs did not open at deployment. A (B)(6) female had ivc filter placed for dvt/pe management. Simon nitinol filter implanted. Upper part formed but the lower legs did not open as expected. No pt adverse outcome so far.